Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had button error alarm, high blood glucose, and no delivery alarm. The blood glucose at the time of the incident was 300 mg/dl. Mother states the customer has been experiencing high blood glucose and no delivery. Troubleshooting was able to resolve the no delivery with a complete set change. Mother states the customer experience symptoms of, diabetic ketoacidosis. Mother did contact the healthcare provider. She had customer treat using manual injections. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The pump history was reviewed and noted a button error alarm. Mother noted there is also a missing bolus from the history. The high pressure test was not performed because the lack of tubing clamp. The customer was advised to change set and reservoir. The cannula on the set was bent. The device will be returned for analysis.